Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted pre-closure placement of the sutures in the right femoral vein prior to an interventional procedure. Reportedly, the needles would not deploy. The device was removed and a second prostar xl device was attempted but with the same results, the needles would not deploy. The device was removed and a third prostar xl device was attempted, but after deploying the needles with some difficulty, at the end of the case, the sutures did not achieve hemostasis at the site. Manual compression was applied to achieve hemostasis. Six hours after the procedure, the access site had mild oozing; treatment was unspecified. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (Concomitant medical products): procedural sheath 22f; prostar xl (part #12322-02; lot #900446h) the device is expected to be returned for evaluation. It has not yet been received. (B)(4) - incorrect anatomy (right femoral vein) device #1 prostar xl, part# 12322-02, lot# 900446h and device #2 prostar xl, part# 12322-02, lot# 900446h, are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.